Manufacturer narrative:
Pt info: unk. Date of event-unk implant date-unk PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -4.0/+5.0/092 (sphere/cylinder/axis) into the patient's left eye (os). The surgeon reports refractive surprise and lens rotation. Attempts to obtain additional information have not been successful.